Manufacturer narrative:
Correction: d5 - health professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found an image disappearance occurs during up/down (ud) direction angle operation due to damage to the imaging unit. Service repair noted during inspection, tear in the coating on the imaging cable was observed. The reported issue of "image is dark" could be confirmed. Furthermore, the following defects were identified during device inspection: there are curved rubber scratches caused by external factors the curved rubber adhesive part missing. The operating part angle fixing part noted loose. Scratches found on the grip due to external factors. Scratches found on the lg connector due to external factors. Scratches found on the video connector due to external factors. Scratches found on the operation part due to external factors. The curved rubber adhesive part found missing. Scratches found on the video cable due to external factors. The light guide (lg) connector noted deformed due to external factors. Scratches on the lg cover glass surface due to external factors observed. Scratches found on the video connector case due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the image is dark. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device return evaluation observed an image disappearance occurs during up/down (ud) direction angle operation due to damage to the imaging unit (tear in the coating on the imaging cable observed). This report is being submitted for image disappearance due to damage to the imaging unit (imaging cable) found on device evaluation.